Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump esc button was unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump was unable to exit the prime loop and the numbers did not appear on the display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to moisture damage lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime or fill anomaly due to unresponsive button. Also device had moisture damage motor and vibrator motor during visual inspection.